Manufacturer narrative:
There was no patient contact with the debris. This case is no longer a reportable malfunction. No further information will be provided for this case. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: information was requested but it is unknown/ not provided. Section d4: lot #: unknown/not provided. Section d4: catalog #: unknown, as product lot number was not provided. Section d4: model #: unknown, as product lot number was not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d4: UDI number: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as device is not an implantable device. Section d6b: if explanted, give date: not applicable, as device is not an implantable device. Section e1: telephone number, (B)(6). Section h3: the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a dirty lens on their patient interface. No further information was provided.